Manufacturer narrative:
(B)(4). Results of investigation: the service technician was able to duplicate the reported issue. All testing's were performed using a good known test patient circuit as well as a good known ac adapter. Powered on the ventilator and instantly received a "hw fault" alarm. Alarm was visual as well as audible. Bench testing revealed that the alarm sounder is not alarming. The ventilator failed the ventilator checkout from general checkout for the alarm test. Installed a good known test alarm sounder and the ventilator passed the alarm test from general checkout. The reported issue was corrected and resolved.

Event description:
It was first reported by the customer that the unit had a "hw fault" error. While following up with the customer about the reported issue, it was reported that there was no audible alarm. The customer reported that there was no patient involvement associated with this report.